Event description:
On (B)(4) 2013 review of the patient's programming history revealed that on (B)(6) 2010 a faulted system diagnostics test occurred that changed the patient's settings. All the parameters were fixed prior to the patient leaving the clinical visit except for the frequency. No adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.